Manufacturer narrative:
The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device. The device was manufactured in (B)(6) 2002.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined. However the most likely cause of the reported device damage could be attributed to user handling or operator¿s technique. Per the instruction manual, even products designed to be reused have a limited service life. A number of factors connected with handling and some reprocessing methods may lead to increased wear of the product. The service life can be markedly shortened. The product must be replaced if signs of wear become visible. Also the instruction manual has instructions for specific inspection in preparation for use. Hf surgical devices are sensitive to insulation defects and thermal damages. Check that the shaft and the proximal end of the jaws insert have no insulation defects, e.g. Under magnification. Check that the distal end of the jaws insert has no hf damages. Hf surgical devices are sensitive to mechanical damages, especially on interfaces. Check the functionality, check that the product has no mechanical damages on the teeth of the jaw and no deformations on the proximal end of the jaws insert.

Event description:
The user facility reported that the physician was attempting to grasp tissue when the one of the grasper arms from the distal end broke off and fell into the patient during a therapeutic laparoscopic cholecystectomy procedure. All device fragments were retrieved by gelport hand assist method. Additional anesthesia was given to the patient and the procedure was delayed approximately 90 minutes. No harm to the patient was reported. The intended procedure was completed using an unspecified device